Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on an ungrounded cable-orange after recurring short to shield and driveline damage. The patient had driveline faults multiple times a day and was unaware of alarms. They had extensive rescue tape on their driveline that the patient added, which the ventricular assist device coordinators would try to unravel. The log file confirmed driveline faults as far back as (B)(6) 2025. The alarm occurred because of a developing issue in phase 3 of the driveline. It was stated that there was no further driveline damage since the last damage in 2023, and the alarms did not resolve. The patient had a pump explant on (B)(6) 2025.

Event description:
Correction: the patient had a pump exchange on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the orange wire that would have contributed to the driveline fault alarms observed within the submitted log files. (B)(6) was returned assembled with the driveline severed approximately 12¿ from the pump housing. A distal portion of the driveline was returned in one segment measuring approximately 28.5¿ (including the inline connector). The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. A small portion of the outflow graft was returned attached to the outlet elbow. The sealed outflow graft bend relief had been severed adjacent to its hardware and was returned detached from the graft attachment hardware. The bend relief as well as the remainder of the outflow graft material was not returned. The bend relief collar was returned detached. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The driveline was tested for electrical continuity in the condition that it was received and found that the orange wire produced an open circuit. All remaining wires were found to be electrically intact. Upon careful removal of the layers, the orange wire of the 12¿ pump end segment was observed to be completely fractured approximately 9.0" from the pump housing. Additionally, a breach in the insulation of the red wire approximately 9.0¿ from the pump housing as well as a breach in the orange wire approximately 9.5¿ from the pump housing was observed. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal braided shield. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. The heartmate ii lvad operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open-circuit conditions. When the system controller compared the current in the orange wire, to its redundant motor phase wire (red), the fractured inner conductors would have resulted in the driveline fault alarms observed within the submitted log files. Additionally, if any of the exposed conductors from wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu) it would have resulted in a short-to-ground. The pump was cleaned and reassembled; however, due to the location of the confirmed internal driveline wire damage, (B)(6) was not functionally tested using a mock circulatory loop. Incidental findings: damage to the outer gray shrink wrap as well as the black tube under the shrink wrap of the external driveline repair site was observed. The relevant sections of the device history records for (B)(6) and driveline, serial numbers (B)(6), reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate ii patient handbook, rev. A, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Additionally, the replaced heartmate ii lvad percutaneous lead patient instructions, rev. D, provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside." And "allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." This IFU states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.